Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a small pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the cause and severity of the pneumothorax, and if any medical intervention was rendered due to the complication. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.